Manufacturer narrative:
Correction: date of event: (B)(6) 2017. Date received by manufacturer: 10/02/2017.

Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record was completed for batch# 6195909. All inspections and challenges were performed per the applicable operations qc specifications. There were fourteen (14) notifications created for the above listed batches for defects and incidents, all of which were noted to be unrelated to this complaint cause. Conclusion: there was no sample and/or photo available for evaluation at the manufacturing site. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer went to the hospital due to his glucose levels after using a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2".